Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. No harm has been reported to philips. Philips has started an investigation of this complaint. A philips field service engineer (fse) visited the site and replaced the flexvision pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and os disk. The fse reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.